Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was on thursday night the patient noticed that their recharger battery lights were flashing green up and down constantly. Patient said they turned off their ins because they weren't sure what was happening or if that would effect their stimulator and left the recharger off of the docking station in hopes the battery would die and it would stop flashing. Patient said they tried turning recharger off and doing a hard reset on recharger, but had no success. Then on friday night, patient was charging their communicator and when they went to unplug it, noticed that it overheated and melted in the spot where they plug in the charging cord. An email was sent to the repair department to replace the recharger and communicator.